Event description:
It was reported during an unrelated service visit by a getinge field service engineer the, cardiosave intra-aortic balloon pump (iabp) battery was unable to eject .there was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during recall by getinge field service engineer , the cardiosave intra-aortic balloon pump's (iabp) battery was unable to eject. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, g2 a getinge field service engineer (fse) attended the site and located the unit to be repaired, replaced new spring conical (d214-00-0208) and tested the unit to getinge specification. Unit was returned back to service fully functional.